Manufacturer narrative:
(B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a coronary artery. A 1.2mm x 12mm threader¿ balloon catheter was advanced for dilatation; however, upon inflation the balloon ruptured. The procedure was completed with a 2.0x12mm nc emerge¿ balloon catheter. No patient complications or injuries were reported.

Manufacturer narrative:
Device evaluated by MFR: the returned product consisted of a threader balloon catheter. There was blood in the inflation lumen, guidewire lumen and balloon. The balloon was loosely folded. Functional testing was performed by attaching an inflation device filled with water to the device. When positive pressure was applied, a stream of water emitted from the balloon wall. The balloon was microscopically examined and a pinhole in the balloon wall at the distal edge of the markerband with a scratch over the markerband was revealed. Microscopic examination presented no irregularities in the balloon material or markerband that could have contributed to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a coronary artery. A 1.2mm x 12mm threader balloon catheter was advanced for dilatation; however, upon inflation the balloon ruptured. The procedure was completed with a 2.0x12mm nc emerge balloon catheter. No patient complications or injuries were reported.